Manufacturer narrative:
This MDR is being submitted for an event that was identified as part of a historical data review comparing clinical trial adverse events with the vigilance system. The complaint was investigated without specific device lot information or the affected device. As part of the investigation, a second opinion was obtained from a different clinician to evaluate radiographs. The second opinion concluded that the event is a nonunion without failure of instrumentation, and that while it may heal with the bone growth stimulator, a revision surgery may be required. The patient was lost to follow-up as symptoms persisted. A historical data analysis revealed no trends or capas associated related to the nature of this complaint. The cause cannot be determined with the current information.

Event description:
Details from clinical study: at 6 months post-operative, it was noted that "screw loose; radiolucency". The subject did not have the ability to walk/perform activities of daily living without pain. The subject was instructed to continue using the bone growth stimulator for the next 6-weeks and return for follow-up. Subject was lost to follow-up after the 6-month post-operative visit. Unknown if subject returned to normal activity or received additional treatment regarding the lucency. At the final clinic visit the subject was advised to restrict weight bearing and continue to use boot and crutches; subject cancelled follow-up visits. Subject was lost to follow-up after the 6-month postoperative visit. Unknown if subject returned to normal activity or received additional treatment.